Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the lead tip measuring 35.3cm was returned for analysis. Internal insulation abrasion was noted at 12.2-14.0cm from the distal tip. The etfe coating was intact at this location. External insulation abrasions were noted at 9.3-10.9cm and 15.5-15.7cm from the distal tip, consistent with lead friction to another device or heart feature.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.